Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with inappropriate atp via merlin.net transmission. Review of the episodes confirmed atp due to af with rvr. The rhythm was misdiagnosed due to p-waves falling into pvab. No recommended programming changes were made. The patient will continue to be monitored.